Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) was running on battery while plugged in. The customer noticed while sitting and not in use. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer evaluated the iabp and was able to confirm the unit was operating on battery while plugged in due to unit not being docked properly in cart. To fix the issue, the fse pushed rescue completely into cart and ac light illuminated, rescue light switched to hybrid and batteries were charging. Fse performed full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.